Event description:
A distributor reported difficulties with the pump's quick bolus/wake button, which was described as hard to press and required multiple attempts to activate the screen. There was no reported data on the customer's blood glucose level during the event. Technical support assisted the caller in troubleshooting, but ultimately decided to replace the pump. The customer was informed about the replacement and instructed to return the defective pump using a prepaid label. Details regarding the customer¿s backup insulin therapy were not shared.